Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned with the device. The control wire near the handle section was severely kinked, indicating that the spool may have been excessively manipulated. Additionally, the catheter was kinked along its body. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an upper esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip did not disengage from the catheter. Reportedly, the spring came out of the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.